Manufacturer narrative:
It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a superficial infection at the incision site over patient's battery. Redness at the incision site was noted. The physician believed that it was not device related and the cause was patients health and personal grooming. The patient was placed on antibiotics.